Event description:
It was reported that the customer had a damage on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was using super glue for something and accidently got super glue all over the lcd screen and it is hard to see the lcd screen messages. The customer was advised to discontinue use of the insulin pump and revert to back up planer health care provider instruction. The customer is going to receive a replacement insulin pump for current insulin pump having super glue on the lcd display and it is very hard visibly see the message on the customer screen.

Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.